Event description:
A catheter access port procedure was done and the entire 24 hour dose leaked into the patient's body. The patient experienced symptoms of overdose and was hospitalized overnight. Symptoms included diarrhea, nausea, and vomiting blood. The patient was discharged from the hospital and still felt shaky, and that his legs weighed `a ton each.' Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.